Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was returned for analysis all intact. There is evidence of the reported problem in the event log. Performed functional check and found the cassette not attached properly alarming. Performed testing of pump. The reported problem was duplicated. It is unknown what or who caused the reported problem. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed "cassette not properly attached." There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.